Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sitting on the couch. Technical services (ts) review was requested. Upon review ts noted that the patient has premature ventricular contractions with t-wave oversensing and suggested reviewing other sensing vectors. Ts also reviewed x-ray images which showed the electrode to be in a very high position which would make the shock vector not optimal. Ts advised to further review the x-ray images and electrode location. Additional information was received that the patient underwent a bicycle test to check for sensing, the s-ICD and electrode remain in service and no adverse patient effects were reported.